Manufacturer narrative:
Additional information added to d10, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with naked eye was performed and the reported leak was not confirmed. A leakage test of blood side and the dialysate side was performed and this test showed no leakage. The analyzed product was tight. The reported failure could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 14l, an external blood leakage was observed from the header. When this issue was found, the user replaced the product and a new product was used to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.